Manufacturer narrative:
The original MDR 1314492-2019-03484 was sent in error. The customer inadvertently provided the wrong information for spectrum pump serial number (B)(4) which actually had no allegation. Customer allegation was captured in MDR 1314492-2019-03509.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarm too early at 4 psi. There was no patient involvement. No additional information is available.